Event description:
Md felt catheter needed to be repositioned slightly & sources returned to the beta-cath applicator. Sources were not returned within 5 seconds. Md had repositioned catheter & the sources were returned to the stent & irradiation of the vessels was completed w/difficulty. Full assessment of catheter made by appropriate personnel to determine cause of dysfunction. Procedure completed w/o difficulty & no excessive exposure to pt or staff.